Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes both the disposable and non disposable filters are turning black. Also chemical odor is coming from the unit. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
In the previous report section d9, g3, h2 and h3 were incorrectly marked and has been correctly updated.